Event description:
As reported from our affiliates in germany, during a case involving a 29mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach, the commander delivery system balloon burst during valve deployment towards the end of inflation. Bav was done prior to valve deployment. Despite the balloon burst, the valve was correctly positioned, and no post dilation was needed. During removal of the commander delivery system, it was not possible to retrieve the balloon back into the esheath due to its radial burst. Therefore, the balloon was pulled back as much as possible and then the commander delivery system was removed together with the esheath as a unit without causing an injury. The patient was doing well post procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Type of investigation, investigation findings corrected h6- investigation conclusions the returned device was evaluated, and the following was observed: the inflation balloon had burst radially and longitudinally from middle of the balloon to distal shoulder of the balloon. One of the distal wing flares out. The complaint for balloon burst and difficulty or inability to withdraw system through sheath were confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As it was reported in the case notes, the native valve had "strong high grading calcification." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.